Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 500 mcg/ml at a dose of 64.96 mcg/day down to 49.97 mcg/day. Potential overdose was reported. It was noted the patient was non-responsive, lethargic, and not quite himself after a dose increase on (B)(6) 2019 by the physician. The rep was paged by the hospital and were called to turn the pump down to dosage prior to increase. Environmental/external/patient factors that may have led or contributed to the issue included an increase in dose by the physician. No diagnostics/troubleshooting was performed. The issue was resolved on the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was unable to obtain, not available. No surgical intervention was planned or occurred. The patient¿s weight and medical history were asked but unknown. Additional information was received from a healthcare provider (hcp) on (B)(6) 2019 indicated the patient had a recent dose change done to the pump and the patient came into the hospital over the weekend with lethargy. It was noted a company representative (rep) was present on (B)(6) 2019 and assisted the hospitalist decreasing the dose. It was noted the patient¿s condition had not improved and they were looking at giving narcan on (B)(6) 2019. The hcp was wondering if she could page a local rep to come and assist in decreasing the dose again. The rep was paged, and the dose was decreased to 35 mcg/day. The change in therapy/symptoms were sudden. The nurse called back on (B)(6) 2019 and reported the patient had been given narcan and had responded positively to that. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was given narcan and when the rep arrived at the hospital the patient was awake and coherent. It was noted there was no device issue or programming issue. The prescribing physician increased his dose too quickly. It was noted there was no information provided to reasonably suggest the pump medication was being delivered unintentionally in a manner greater than prescribed. The cause of the event was the dose was increased too quickly and on (B)(6)2019 the rep was paged to decrease the dosage a second time. The event was resolved. It was further reported the event did not result in any impact to the patient and since the second dose decrease the rep had not received another page. No further complications were reported.